Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak on their alinity m system. The customer reported a leakage was observed inside the alinity m instrument, specifically in the system solution drawer, as well as outside the instrument footprint. The leak was on the walking path in front of the instrument. The customer identified the source of the leak as the vapor barrier, and confirmed that oil like fluid was present. They also indicated that a new vapor barrier bottle had been loaded and that the connector clips appeared to be intact. The customer was wearing appropriate personal protective equipment (ppe) and no staff related incident occurred. A field service engineer (fse) was dispatched. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.